Manufacturer narrative:
The device has not ben returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose that day was 30.0 mmol/l with nausea. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. An intermittent power issue and a battery compartment crack were reported. This complaint is being reported because the reported health event was attributed to an alleged malfunction.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 06/06/2017 with the following findings: review of the black box shows an unexplained rebooting event on (B)(6) 2017 at 08:17 and a rebooting event after replace battery alarm at 11:43; deliveries resumed 11:52. The total daily insulin delivery records correctly reflect the users programmed basal rates. Two battery compartment cracks were observed. Moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. The returned battery cap threads were damaged and the cap could not secure properly to the pump. A power issue was experienced. A test cap was able to secure properly to the pump. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm with the test cap. The pump passed a delivery accuracy test. No damage or defect was found to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).